Manufacturer narrative:
Qn#(B)(4). The customer returned one, unopened representative kit for analysis. No evidence that the kit was opened was observed. The kit was opened, and visual analysis did not reveal any defects or anomalies on the guide wire nor any other components. The guide wire total length measured 455mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .790mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter and little to no resistance was observed. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire could not be confirmed through complaint investigation. The customer returned one, unopened representative kit for analysis. Visual analysis of the guide wire did not reveal any defects or anomalies. Additionally, the guide wire met all relevant dimensional and functional requirements , and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire kinked in use. The consequence was a delay in treatment due to time to remove the device and insert another catheter. No other clinical consequence. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire kinked in use. The consequence was a delay in treatment due to time to remove the device and insert another catheter. No other clinical consequence. No patient harm reported.